Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open when the customer attempted to issue medication. The technical support specialist (tss) remoted in and had the customer retries the process. Although the item showed as issued, the client confirmed the drawer still didn¿t open. The tss logged in using a tester account and found the drawers were responsive. After restarting the application, the customer tried again, and the drawers opened as expected. It appeared to be a possible pi issue, and the customer verified the resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.